Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device would not pass the cassette test. The customer contact reported that after the tubing set was primed and loaded into an unspecified plum a+ pump, the pump alarmed for error code n251 (cassette test failure). There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.